Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced recurrent urinary tract infections, stress urinary incontinence, pelvic pain, vaginal pain, pessary placement, cystocele with apical detachment, hematuria, dysuria, patient feels bulge, she does not feel like she is emptying her bladder well, pelvic pressure, pain radiating down her legs, urinary frequency, urinary urgency, vaginal wall prolapse, leans forward to empty her bladder, recurrent prolapse, and urethral hypermobility. Patient had failed voiding trial and was discharged home with foley catheter. Patient had an MRI of her pelvis that showed despite intact device, there is significant pelvic floor laxity and prolapse including anterior, middle, and posterior compartment prolapse. The device is attached at cervix and sacrum. Patient had a robotic assisted revision of sacrocolpopexy device, bilateral salpingo-oophorectomy, extensive lysis of adhesions, implant of another manufacturer's device, anterior/posterior repair, and cystoscopy.